Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer experienced high blood glucose. Customer's blood glucose was 260mg/dl, and then it went up to 467mg/dl. The customer treated with syringes and insulin. Found that the cannula was not bent. The insulin pump did no pass the high pressure test. The customer ran test again and test passed; received a no delivery. The customer was advised the pump is working as designed and to monitor blood glucose. Performed ketones test and it was fine.